Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown femoral component catalog #: ni lot #: ni, unknown tibial tray catalog #: ni lot #: ni, unknown articular surface catalog #: ni lot #: ni. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : investigation incomplete.

Event description:
It was reported that the patient is being considered for a knee arthroplasty revision to address patellar implant dislocation. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the right knee demonstrate a right total knee arthroplasty without radiolucency. Medial position of the patella suggests possible medial patellar dislocation, sizing is appropriate. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a right knee arthroplasty on an unknown date. Subsequently, the patient underwent a right knee revision due to patellar implant dislocation. No additional patient consequences were reported.